Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a device changeout procedure, a loss of sensing was observed on the atrial lead. No patient symptoms were reported. Device reprogramming was performed.